Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. - attachment: [the risk of skin necrosis.pdf]

Event description:
This case is a literature report from a single-center study where data were collected retrospectively using the medical records from (B)(6) 2015 to (B)(6) 2017, to identify all patients who were treated at the center for vascular complications associated with facial hyaluronic acid (ha) filler injections. In each case, the subject's demographic data (gender and age), habitual status, past medical and surgical history, the symptoms and clinical presentation at the first visit, the time interval between the injection and the onset of symptoms, injected filler material and brand, injection sites, the introduced treatment, and photographs were reviewed carefully. A total of seven female asian patients were identified, each developing skin necrosis following injection of ha filler for augmentation of either lips or nasolabial folds, and in one case for nasal augmentation. In six cases, the suspect ha filler was not a merz product, and in 1 case, the brand name was unknown. All patients reported a cosmetic rhinoplasty more than three years ago this report concerns a (B)(6) female patient, who was injected with 1-2 ccs of an ha filler of unknown brand for augmentation of her nasolabial folds, on an unknown date between (B)(6) 2015 and (B)(6) 2017. The patient's medical history included a cosmetic rhinoplasty 28 years ago. The patient experienced severe pain three days after the ha injection and pustule formation in the following days. Oral acyclovir had been provided by her physician, but the pain continued and some minor areas of skin sloughing appeared afterward. Eight days after the ha injection, the patient presented to the reporting dermatology clinic with an erythematous pustule plaque that was tender on palpation. On arrival, 300 units of hyaluronidase along with triamcinolone injection were administered. 3 days after the event, almost the entire skin defect was healed with minimal residual lesions. Consequently, the outcome was considered recovered with sequelae. Literature article citation: reza m robati, fatemeh moeineddin, mina almasi-nasrabadi; the risk of skin necrosis following hyaluronic acid filler injection in patients with a history of cosmetic rhinoplasty, aesthetic surgery journal, 2018, 1-6, https://doi.org/10.1093/asj/sjy005.